Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed that the some of the shocks were inappropriate due to shocking supra-ventricular tachycardia (svt) but was most likely normal device operation given how it was programmed and the patient's condition. The consultant discussed programming options to avoid therapy if the rate increases. The caller stated that they will be medicating the patient to control the rate as the programming is not a concern as they simply need to get the rate under control. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient felt symptomatic due to receiving multiple shocks and called 911. The patient was brought to the hospital in stable condition and appeared to be in a fast sinus driven rate with the ventricle conducting up around 120bpm. The patient stated that he had been off his medication and his potassium levels were quite low. The patient was medicated at the hospital and his rate slowed down to around 117bpm. Rhythms show that there were a series of short runs of fast beats that appear to be similar morphology as the patient's presenting, and ultimately cause the tachycardia to become very stable at a rate 190 bpm to 200 bpm. The rhythm could also be atrial flutter (af) or supraventricular tachycardia (svt). A review of the downloaded device data showed many episodes which resulted in the delivery of 11 shocks and several anti-tachycardia pacing therapy (atp). There was one episode in which all therapy was exhausted and the rhythm was not converted. It is suspected that two of the shocks in one of the episodes were inappropriate but the other two were appropriate. Noise was noted on the shocking channel; however there was no oversensing observed. A review of the daily measurements noted they were stable and within normal limits. There were a few r-wave measurement that decreased from 25mv to 13mv but were mostly stable. No adverse patient effects were reported.